Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that matrix drawer 1 failed but did not show up under recover storage space. A field service engineer manually failed the drawer by releasing the emergency release lever and the customer recovered the drawer. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system showed failed hardware but not showing up under recovery storage space. The customer stated that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.